Manufacturer narrative:
H3: product analysis part # nav2006, lot # ca20g020 visual inspection confirmed the instrument is worn from repeated use. This regulatory report is being submitted due to retrospective review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from manufacturer representative regarding a device used for spinal therapy. It was reported that, the instrument was nicked. There was no patient involvement reported. No further complications reported regarding the event.